Manufacturer narrative:
As the customer did not provide data, an in-depth analysis could not be performed and a possible root cause could not be established. A limited investigation was performed and a product quality issue was not identified. Due to lack of data and information, additional conclusions cannot be provided. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2 and influenza a. The same sample was retested on the same cobas® liat® system which yielded a positive result for influenza a and a negative result for sars-cov-2 and influenza b. The influenza a positive and sars-cov-2 and influenza b negative positive results were reported out. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.